Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622, related to a loose or malfunctioning internal component such as a loose hub gear or a defective mainboard. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was time and date loss. The device was visually inspected and there was a torn downstream occlusion seal. Functional and visual tests were performed and the reported issue was confirmed. The probable cause of the reported issue was due to the flex sensor. As a result, the flex sensor and downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.